Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. This leak caused the 0x3d hazard alarm indicating step sensor asserted before wire driven.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported receiving a pod hazard alarm while wearing the pod. Treatment information was not provided.